Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood results and hi display accompanied by symptoms. Customer states she feels her sugar is high and that her breath is sweet. The customer did report symptoms of sweet-smelling breath, convulsions and apnea. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The expected fasting blood glucose test result range is undisclosed. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/22/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.